Event description:
It was reported that upon interrogation, the implantable cardiac monitor exhibited premature elective replacement indicator. The device could no longer be interrogated. The device was explanted and replaced on (B)(6) 2014. The patients condition was good after the procedure.

Manufacturer narrative:
Final analysis found the battery voltage was low. The cause of the low battery could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.